Event description:
Customer reportedly received result of 300 mg/gl on the advantage system and 130 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer had the test strips; replacement was sent.